Event description:
It was reported that the lifeband was unable to be installed into the driveshaft of the autopulse platform. It was also reported that the driveshaft will not rotate either. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed which found that the front enclosure was cracked. Functional testing was performed and the customer's reported complaint could not be confirmed. Multiple lifebands were inserted and removed from the driveshaft without any problems. The driveshaft was also rotating without any issues. Unrelated to the reported complaint, it was observed that one of the load cells was not reporting correctly when weight was applied to the platform. Therefore one of the load cell modules was replaced to remedy the issue. Also, the lifeband detection switch, shaft locking pin and the brake gap were checked and all were found to be functioning properly and within specification. A review of the platform's archive was performed and no anomalies or errors were observed on the reported event date of (B)(6) 2015, however multiple ua12 (lifeband not present) errors were observed on (B)(6) 2015, which is the last date of customer usage. Per product labeling, autopulse® maintenance guide (p/n (B)(4)), a ua12 occurs when the autopulse detects that the lifeband is not properly installed. The autopulse is designed into the platform to prevent patient injury. Based on the investigation, the parts identified for replacement were the single point load cell and front enclosure. No parts were replaced to remedy the customer's reported complaint. In summary the customer's reported complaint was not confirmed and the reported complaint could not be duplicated. As the complaint was not confirmed, a root cause could not be determined. Following service, the device passed all testing criteria.